Manufacturer narrative:
The investigation into the access site bleed is ongoing at this time. Upon completion of the investigation, a final report will be drafted.

Event description:
A patient had a cardiac catheterization done as an outpatient and was found to have multivessel disease. The patient was a surgical turndown and so a high risk angioplasty was planned with impella support. An impella 5.0 was placed via the axillary. The impella access site was bleeding and the patient required 5 units of blood replacement during the 3 days of support. The patient was also noted to have inflammation and there was ecchymosis into the torso and right arm. After the 3 days of support the pump was explanted and the patient recovered.